Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a staff member had used a 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter to draw blood, he/she attempted to activate the safety shield and the shield fell off leaving the needle exposed. There was no report or injury or medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided two photos for investigation. A photo inspection revealed a sample with the safety shield engaged over the IV needle and one sample with the safety shield disengaged from the c collar hook with the IV needle exposed. The customer's indicated defect has previously been confirmed. Therefore, a DHR review is not required. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Correction: the conclusion statement should read as follows: conclusion: although bd was able to confirm the customer's reported defect, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incident.